Event description:
It was reported that the programmer would not print and made a funny noise. The programmer was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the printer was able to print however it did make noise. The latch for the printer drawer was broken off and the printer gears were dirty. It was also noted that the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) circuit board, the handle was broken on the top case, the lower case was very worn, the power cord door was missing, the hinge plate was worn, and the display hasp was broken. (B)(4).